Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was planned for use during a procedure on (B)(6), 2009. According to the complainant, during preparation for a procedure, the power output in blend mode would not exceed 80 watts. The system was rebooted a couple of times, but even then, the output power would not go above 82 watts. Another endostat ii electrosurgical unit was brought into complete the procedure. There was no further info available regarding the pt or procedure. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).